Event description:
A rep called in info in 2004, reporting that the distractor activation screw on the 51-524-09 distractor separated from the distraction tube while the pt was distracting. The distractor was implanted nine days earlier. The distractor separated after the third day of distraction. Follow up surgery was performed two weeks later. The distractor was removed. A replacement distractor was implanted to complete the distraction procedure.